Event description:
After wearing the hearing aid for a few weeks, pt complained of pain in his ear. The hearing aid specialist at the dispenser's office examined his ear and saw swelling and redness in the ear canal. She referred him to his dr, who prescribed antibiotics. The hearing was returned for credit.